Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal erosion with an artificial urinary sphincter (aus) pump. The pump had migrated outside the scrotum as it had eroded through the skin. It was indicated that the erosion was identified due to an abscess found in the area. The physician did not believe the aus caused the symptom and there were no adjuvant radiation or catheterization procedures prior to the erosion. A surgical procedure was performed in which the existing device was removed. There were no device malfunctions associated to the explanted device and the patient fully recovered following the intervention.